Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in excellent condition. Customer?s reported issue was not duplicated. All the are within the required specifications. The root cause of the reported issue was determined to have been caused by the plunger tube, it was found slightly bent this might be causing the invalid syringe size intermittently. Actions taken to mitigate the reported issue: replaced plunger tube for preventive measure. Performed syringe test and all functional testing which passed.

Event description:
It was reported that incorrect syringe size event occurred. No patient injury reported.